Manufacturer narrative:
Other relevant device(s) are: product ID: 9734252, serial/lot #: unknown. The articulating arm has not been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the system¿s articulating arm was unable to lock into position. This issue was noted outside of a procedure, and there was no patient involvement.